Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, while traveling, the user experienced a low blood glucose (bg) event, dropping to 40 mg/dl. They consumed two 7 oz mini-cokes, two belvita breakfast bars, and several lifesaver gummies to correct the low. The user was unsure if they could have treated it independently but stated they had snacks available in the hotel room, though they did wake their son for assistance. Bg remained low for two hours, rising to 72 mg/dl by 2:08 am. The user did not require medical assistance or use glucagon. They mentioned having gastroparesis, which affects digestion and slows food absorption. A clinical diabetes specialist recommended further evaluation with a clinical trainer.